Manufacturer narrative:
Additional information has been requested and if received will be provided in a supplemental report.

Event description:
It was reported that, "instrument would not engage the hole on the proximal end of the modular stem."